Event description:
Event description boston scientific received information that at follow up, this implantable cardioverter defibrillator (ICD) was found to me in monitor only. The nurse found tachy therapy to be off following a surgical procedure performed more than a year ago. There were no episodes recorded.